Manufacturer narrative:
Device evaluation: the service engineer evaluated the ventilator and replaced the pump. After replacing the pump the ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the ht70 ventilator generated a system error. The patient was removed from the ventilator and placed on an alternate ventilator without harm.

Manufacturer narrative:
Evaluation codes result and conclusion: device evaluation summary: the ht70 pump/manifold and a backup battery were returned for further evaluation. The battery terminals and components were inspected, but no visible wear or damage was evident. The battery¿s manufacturing date (week 37 of 2015) indicated that it was beyond its lifespan of 2 years. The ht70 pump/manifold was visually inspected and there were metal shavings and black powder evident on the linkage arm of the pump, indicating shredded bearings. The pump and manifold were installed into the ht70 test ventilator. The device was run at the standard test settings for 5 minutes before the pump locked up, and a clattering noise was evident during operation. The lock-up generated a system error. The root cause of this issue was the shredded bearings. No other issues were found with the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.